Event description:
The customer from poland reported that he performed blood glucose testing with the contour plus one meter and obtained readings of 112 mg/dl at 1:25 p.m., and e23 error messages, indicative of reading below 10 mg/dl at 1:28 p.m. And 1:30 p.m. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour plus one meter for evaluation. No test strips were returned. During the in-house testing, the meter switched on as expected. The customer service mode was run through and no anomalies were found. Three control tests were run using the in-house contour plus control solution and in-house contour plus test strips to check meter functionality. All three tests were within acceptable range. The meter's memory did show e23 error messages, however no error occurred during the in-house testing. The meter is working as expected. The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in sections a2 and a4 as the customer's age and weight were not provided. The model # (d4) was not provided.